Event description:
A power source alert was reported, indicating an issue with charging the pump. There was no adverse impact on the customer's blood glucose level. The customer initially used a third-party wall adapter, which did not resolve the issue even after leaving it plugged in for 30 minutes. Subsequently, the customer tried a different charging cable with the wall adapter, and this resolved the issue as the pump began charging, requiring no further assistance.